Manufacturer narrative:
E2, e3: unknown. H3, h6: the device was returned. Completion of the product evaluation confirmed the complaint - the power cord and connector had burned (melted).

Manufacturer narrative:
The device has not been returned for evaluation. If the device is obtained, a follow-up report will be submitted upon completion of the product evaluation.

Event description:
It was reported that "the power plug connector and power cord plug on the back of the unit melted". There was no reported patient involvement.